Manufacturer narrative:
Additional information: upon follow up it was reported the patient was treated with injection of vancomycin (1 gm, dose previously not reported) and injection of fortum (1 gm, dose previously not reported) for the peritonitis. It was reported the patient was recovering from the peritonitis event. Dianeal pd2 2.5% 2l (previously reported as dianeal pd2 1.5%). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. One day after the onset, the patient was treated with vancomycin injection (dose, route, frequency and duration were not reported) and fortum injection (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available .